Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fistula is related to the v.a.c.¿ ulta therapy system. It is unknown if medical or surgical intervention was required. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: contraindications. V.a.c.® therapy is contraindicated for patients with: non-enteric and unexplored fistulas. Precautions. Continuous versus intermittent/dpc v.a.c.® therapy: continuous, rather than intermittent/dpc, v.a.c.® therapy is recommended over unstable structures, such as unstable chest wall or non-intact fascia, in order to help minimize movement and stabilize the wound bed. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts with acute enteric fistulae. Enteric fistulas: wounds with enteric fistulas required special precautions to optimize v.a.c.® therapy. V.a.c.® therapy is not recommended if enteric fistula effluent management or containment is the sole goal of therapy. Wound specific information enteric fistula in certain circumstances, v.a.c.® therapy may help to promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from and expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. The goal of therapy depends on whether the fistula being treated is considered acute or chronic. -for acute fistula, the goal is to promote wound healing to enable closure of the acute enteric fistula. -for chronic fistula, the enterocutaneous fistula is segregated from the surrounding or adjacent abdominal wound and v.a.c.® therapy is applied to the wound. The effluent from the fistula is diverted into another containment system. This allows time for the patient's overall health to stabilize and sufficient healing to take place to enable subsequent surgical repair. Fistula management. Acute candidate selection. Enteric fistula. Acute formation: no evidence of epithelial cells/growth on opening of fistula. Fistula opening must be easily visualized and accessed. Npo (nothing by mouth). Tpn (total parental nutrition). Minimal to moderate amounts of effluent. Effluent is thin to slightly viscous consistency. Chronic candidate selection. Enteric fistula - non-surgical candidate. Chronic formation: evidence of epithelial cells/growth (stomatization). Mouth of fistula must be easily visualized and accessed. Npo (nothing by mouth). Tpn (total parental nutrition).

Event description:
On (B)(6) 2020, the following information was reported to kci by the enterostomal therapy representative: a fistula allegedly developed in the patient's open wound and the v.a.c.ulta¿ therapy system was discontinued on (B)(6) 2020. No additional information available. A device evaluation for v.a.c.ulta¿ therapy system is currently pending completion.

Manufacturer narrative:
MDR- 3009897021-2020-00344 submitted on 30-jul-2020 reported the following: section d10 device available for evaluation?: returned to manufacturer: 06-jun-2020 correction. Section d9 device available for evaluation?: returned to manufacturer: 06-jul-2020. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fistula is related to the v.a.c.¿ ulta therapy system. The device passed quality control checks before and after patient placement. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 21-sep-2020, kci quality engineering completed an evaluation of the device. On 22-jun-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 25-aug-2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.